Manufacturer narrative:
It is unknown if the sample is at the limit of detection (lod) for the genexpert assay. The limit of detection (lod), the type of influenza a & influenza b viral strains, as well as the type of sars-cov-2 gene targets detected, differs significantly between the cobas® liat scfa assay and the genexpert assays. As such, results with one assay may not be reproducible with a different assay. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from switzerland alleged that they got a potential false positive result for a patient sample using the sars-cov-2/influenza a/b assay. On (B)(6) 2021 the customer reported that a patient¿s sample was run and analyzed on the cepheid® genexpert that generated sars-cov-2 negative, influenza a negative and influenza b negative results. On (B)(6) 2021 the patient¿s same sample was rerun and analyzed using the cobas liat system (s/n (B)(4)) that generated a sars-cov-2 and influenza b positive results and an influenza a invalid result. Patient sample was collected using nasopharyngeal samples with a copan brand media. The customer confirmed there was no allegation of harm to the patient. The negative result was reported out to the patient and/or personnel treating the patient. An investigation was performed which did not identify any product issue.